Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display jumping. No patient harm, patient information has been requested.

Manufacturer narrative:
Patient/user involvement: no patient harm. Follow up attempt was made to get patient information, none received. Resolution and disposition: the manufacturer's field service engineer tightened all connections to gui section, completed a calibration of the touchscreen as per service manual 9-94. The issue was resolved. There were no parts replaced.